Event description:
The user alleged that while using the system there was a failure of the replacement pt sensor triplet, a sensor would not show up in the sensing volume on the screen. It was reported that there was no other pt sensor triplet available and the case could not be completed using the superdimension system. However, the case was completed using traditional bronchoscopy and fluoroscopy. There was no harm or injury to the pt.